Event description:
It was reported that catheter fracture occurred. The stenosed target lesion was located in the right coronary artery. An opticross imaging catheter was used to view the lesion. However,during withdrawal the imaging catheter was fractured in the non bsc guiding catheter. The device was completely removed from the patients body. The procedure was competed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that the imaging window was detached from the device and did not returned with the device. Several kinks were observed in the sheath assembly from the femoral marker to the proximal end. Several kinks were observed in the telescope assembly from the femoral marker to the proximal end. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter fracture occurred. The stenosed target lesion was located in the right coronary artery. An opticross imaging catheter was used to view the lesion. However,during withdrawal the imaging catheter was fractured in the non bsc guiding catheter. The device was completely removed from the patients body. The procedure was competed with another of the same device. No patient complications were reported.